Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s system was explanted because the ¿stim¿ was causing pain in the buttocks area when they sat down. The rep stated the patient was very uncomfortable. No further complications were reported.